Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.

Event description:
The customer reported that the insulin pump had a blank screen. The battery was changed with no results. The customer stated that she woke up with high blood glucose and the device had a blank display. No further info was provided.